Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In 2004 a 2.75x16mm taxus express2 stent was implanted in the ostial/proximal right coronary artery (rca). A 2.75 x 16mm non bsc stent was implanted in the distal rca. In october 2010, the patient had a sudden onset of chest pain. Per the cardiologist's catheterization report, a right coronary artery angiogram revealed an extremely tight 99% in-stent restenosis in the ostial/proximal rca stent. This was treated by cutting balloon atherectomy. The mid rca had 75% stenosis nd the distal rca had 85% stenosis. This wa treated with a promus 2.75x18mm in the mid rca and a 2.75x18mm promus stent in the distal rca. Post treatment the mid and distal rca had 10% stenosis. The patient was discharged on aspirin and clopidogrel. No further patient complications were reported.